Event description:
It was reported that during a ptca procedure to treat a heavily calcified lesion in the rca, during an attempt to reposition the guide wire, resistance was noted, the guide wire was pulled backward and separated in the vessel. The distal portion of the guide wire was retrieved with a snare device.